Manufacturer narrative:
Concomitant medical products: 459888 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) exhibited shorter than expected longevity. The right atrial (ra) lead exhibited high thresholds and undersensing. The lead was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.